Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 580 mg/dl. Reportedly, customer was using cold insulin, however, customer did not believe this was the cause for the reported issue. Bg was addressed via intravenous insulin and saline. Reportedly, the customer left the ER the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.